Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a mildly tortuous de novo mid left anterior descending artery. A 3.0 x 28 mm xience alpine stent was implanted when an edge dissection occurred. The dissection was treated with a 3.0x 15 mm xience alpine stent. There was no clinically significant delay in the procedure. No additional information was provided.